Manufacturer narrative:
One 4fr ik guidewire, sheath, and dilator were returned for product evaluation. The needle was not returned for product evaluation. Visual inspection revealed that the guidewire was sheered and unraveled proximal to the floppy end. No anomalies were observed with the sheath and the dilator. The outer diameter of the floppy end and the stiff end were both found to be 0.53 mm which is within the required manufacturer specification of 0.51 - 0.54 mm. Functional testing could not be performed due to the returned device state. IFU warns: "when using metal needle cannula, do not withdraw the guidewire back into the cannula, as shearing of the guidewire may result." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that withdrawing the guidewire through the needle may have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient weight - (B)(6) kg. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved ik precision device was used for a left upper extremity venography. When attempting to gain access to the patient basilic vein, while using the device, the soft portion of the wire began to sheer off in the patient. The access needle was removed, and the soft portion of the wire began to unravel and needed to be manually pulled from the patient. The patient's condition was reported to be fine. The procedure was unsuccessful due to the size of the patient's vein, not due to the product failure. Additional information was received on june 20, 2019. There was no testing performed to confirm that there were no particles left in the patient.